Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2001. The patient has a history of morbid obesity and severe exercise intolerance with shortness of breath, and was not considered to be a candidate for open surgical repair. At implant, it was reported that the device was pulled down into the aneurysm sac during runner retraction, and two aortic cuffs were placed in attempt to obtain a seal at the proximal neck. A computerized tomography scan performed in march 2002 revealed an infrarenal neck diameter of 22 mm with an aneurysm diameter 88 mm, increasing from approximately 8 cm prior to implant of the bifurcated stent graft. Vessel morphology was reported to be moderately tortuous. A type I endoleak was also noted, and the aneurysm neck was reported to be short and angulated. Nine days later, a 26 mm diameter x 14 mm diameter x 16.5 cm length talent aorto-uni-iliac device was implanted overlapping the cuffs and the bifurcated device to bridge from the aortic neck to the iliac arteries. A talent occluder was also implanted, and a femoral-femoral bypass was performed. It was reported that the aneurysm was no longer pulsatile after the procedure and that the procedure went well. No clinical sequelae were reported, and the patient is reported to be fine.